Event description:
Event description cpi received information that, during battery replacement, this transvenous defibrillation lead exhibited shocking impedance greater than 160 ohms and the implantable cardioverter defibrillator (ICD) exhibited an 'open lead' fault message. The lead and device were replaced.